Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's low blood glucose levels at the time of incident was 30 mg/dl. Customer current blood glucose level was 169 mg/dl. Customer was treated with food. Customer did not reported any symptoms due to high blood glucose level. Customer was using insulin pump system within 48 hours of reported event. Auto mode feature was active at time of event. Customer also reported multiple pump error alarms. Customer able to clear alarm and able to rewind the insulin pump. Self test was passed. Customer reported that they went through on a different airports and was wearing the pump when getting through a body scanner. No further patient complications were reported. Device was return for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. Customer returned pump for alleged pump error 4, pump error 15, and is experiencing low and high bg found on 26-nov-2022. Unit passed displacement test, rewind test, prime/ seating test, basic occlusion test, force sensor test, occlusion test, and self test. The test p-cap locks properly in place in the reservoir compartment noted. Thump software was utilized and downloaded trace/history files properly. However, the formatted history file confirmed the pump alarmed pump error 15 (line number 1935 file number 0) on 26-nov-2022 at time 14:58:06.000 due to software error and pump error 4 on 26-nov-2022 at time 14:58:06.000 due to hardware error. No ¿pump error 15 and pump error 4¿ during testing. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor assembly and force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and corroded battery tube. Pump passed functional testing. Unable to confirm low and high bg. Pump error 15 and pump error 4 alarm was confirmed due to hardware and software error. Moisture damage found on the electronic assembly, motor assembly and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The insulin pump was returned for analysis.